Event description:
Boston scientific crm received information that the patient implanted with this right ventricular (rv) lead had received 12 inappropriate shocks due to noise. It was reported the lead impedance had increased to greater than 3000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed. During the revision, it was noted the lead had damage to the pace/sense electrode. The lead could not be explanted due to tissue growth in the tricuspid valve. The lead was surgically abandoned and replaced. No further information is available. This report will be updated if more information becomes available.